Manufacturer narrative:
Additional information was requested at the author and the hospital of occurrence of the journal article, and we received the answer of them, that no additional information will be provided due to privacy policy. It was not possible to perform a trend analysis, as the catalogue number of the device is unknown. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection - and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in the journal article that a patient was revised due to cup loosening 6 years after implantation. No medical data such as x-rays, surgical notes or any other case-relevant documents received. A technical investigation was not possible to perform, as the device was not at hand for investigation. Root cause analysis: the only information available is the event as reported in the journal article: the patient underwent hip revision due to cup loosening 6 years after implantation. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, all possible potential root causes (with occurrence and severity) related to the issues reported are listed in the appropriate dfmea for low profile cup and allofit cup. Conclusion summary: the only information available is the event as reported in the journal article: the patient underwent hip revision due to cup loosening 6 years after implantation. No other details are available. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
In a journal article it was reported, that a patient was implanted with a zimmer cup (catalogue number unknown) on unknown date. Patient was revised on unknown date due to loosening 6 years after implantation. Journal article: "eradication of infection, survival, and radiological results of uncemented revision stems in infected total hip arthroplasties", philipp born, thomas ilchmann, werner zimmerli, lukas zwicky, peter graber, peter e ochsner and martin clauss (2016) acta orthopaedica, 87:6, 637-643".